Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.